Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of incorrect amount infused was not verified. The event log shows multiple upstream occlusion alarms. Service found the device performing within the +/-6 % delivery accuracy specification. Service will not replace any components at this time. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus infused the incorrect amount. No further information provided. No adverse patient effects.